Event description:
Product analysis on the explanted generator was completed on (B)(4) 2011. In the (B)(4) lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The elective replacement indicator (eri) was set. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. During product analysis an out of specification component was identified in the generator. This will be reported under manufacturer's report number: 1644487-2012-00132.

Event description:
It was reported through clinic notes dated and received on (B)(4) 2011, that the patient had been experiencing an increase in seizures over the previous three weeks. At that time, it was noted that the elective replacement indicator on the patient's generator had been set to "yes." Additional information was received from the patient's treating physicians indicating that the believed cause of the increase in seizures was the depleting battery. The increase in seizures was above the patient's pre-vns baseline, were first noticed in early (B)(6) and it was indicated that all of the patient's seizure types had increased. The patient was referred for and underwent a generator replacement. The explanted generator has since been returned; however, product analysis has not yet been complete.